Event description:
It was reported that the device¿s touchscreen was unresponsive in the top left area, preventing access to the on-screen menu. Symptoms included no clinical effects reported. Outcomes included no impact reported beyond device usability. Investigation included attempts to gather additional information for troubleshooting and to determine whether replacement was required. Investigation of this case revealed insufficient information to confirm a device malfunction or component failure beyond a suspected touchscreen responsiveness issue localized to the display interface. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further information from the user.